Manufacturer narrative:
Visual and microscopic inspection of the returned device revealed the sheath was damaged in the lapjoint section. Visual inspection revealed no kinks along the device assembly. Microscopic inspection revealed the distal housing of the transducer was complete with no shattered pieces. Functional testing was performed and a leak was observed in the sheath damaged section during the flush assessment. Impedance testing showed a good unit wave form. During image characterization testing, a good square image appeared in the ilab system.

Event description:
Reportable based on device analysis completed on 26mar2021. It was reported that a kink occurred. An opticross imaging catheter was introduced for visualization. During pullback, part of the image was not displayed and it was noted that the device was kinked. The device was removed and the procedure completed with another of the same device. There was no patient injury. However, device analysis revealed a leak in the lapjoint section.